Event description:
The device was used during a thoraco lung biopsy. Reportedly, on the fourth firing, the device would not advance. The clamp cover disengaged from the device and was retrieved. No pt injury was reported. Another device was used to finish the procedure.